Event description:
It was reported that the biomed stated nurses were getting an alarm 01/02 in an arctic sun device. They have it in normothermia with a shunt loop and temp key connected, the water flow rate (wfr) was 2.2 l/min. The device was not alarming. Biomed asked if there was anything else needs to do test. Per additional information from (B)(4) on 02feb2026, biomed stated that the device gave alert 02. After speaking to biomed it was determined that they had the device configured incorrectly to run a proper functional verification. After proper setup with troubleshooting, the device heated and cooled as normal. Chiller temperature (t4) was 5.2, circulation pump command (cpc) was 46 percentage, flow rate (fr) was 1.8, inlet pressure (ip) was -7.0. No issues during functional testing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Bd has determined that this issue was confirmed as use related. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported event is the device not being configured correctly. They have it in normothermia with a shunt loop and temp key connected, the water flow rate (wfr) was 2.2 l per min. The device was not alarming. Biomed asked if there was anything else needs to do test. Per additional information from (B)(4) on 02feb2026, biomed stated that the device gave alert 02. After speaking to biomed it was determined that they had the device configured incorrectly to run a proper functional verification. After proper setup with troubleshooting, the device heated and cooled as normal. Chiller temperature (t4) was 5.2, circulation pump command (cpc) was 46 percentage, flow rate (fr) was 1.8, inlet pressure (ip) was -7.0. No issues during functional testing. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Functional verification: certificates of conformance for calibration, performance, and electrical safety tests are included with the shipment of each arctic sun temperature management system. To verify the system will heat and cool properly, perform the following functional verification procedure after initial setup and installation of the control module. 1) power on the control module. 2) from the patient therapy selection screen, press the button next to hypothermia to display the hypothermia therapy screen. Select the adult pad type to continue. 3) from the hypothermia therapy screen, press the manual control button to open the manual control window. If the manual control button is not visible, select the adjust button at the bottom of the screen and select the more button to access the therapy settings screen. Enable manual control and save your settings to close the window. 4) use the up and down arrows to set the manual control water target temperature to 40c and the duration to 30 minutes. 5) press the start button to initiate manual control. Allow at least 3 minutes for the system to stabilize. 6) monitor the flow rate and water temperature in the system status area on the hypothermia therapy screen. 7) verify that the flow rate reaches at least 1.5 liters per minute. 8) verify that the water temperature increases to at least 30c. 9) press the stop button. 10) set the manual control water target temperature to 4c and the duration to 30 minutes. 11) press the start button to initiate manual control. 12) monitor the flow rate and water temperature in the system status area of the hypothermia therapy screen. Verify that the water temperature drops to 6c or colder. 13) press the stop button to stop manual control 14) press the cancel button to close the manual control window. 15) before placing the device into clinical use, it is recommended to disable manual control unless requested by clinical users. Select the adjust button at the bottom of the therapy screen and select the more button to access the therapy settings screen. Disable manual control and save your settings to close the window. 16) power off the control module. Operator¿s. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated nurses were getting an alarm 0 and 02 in an arctic sun device. They have it in normothermia with a shunt loop and temp key connected, the water flow rate (wfr) was 2.2 l per min. The device was not alarming. Biomed asked if there was anything else needs to do test. Per additional information from (B)(4) on 02feb2026, biomed stated that the device gave alert 02. After speaking to biomed it was determined that they had the device configured incorrectly to run a proper functional verification. After proper setup with troubleshooting, the device heated and cooled as normal. Chiller temperature (t4) was 5.2, circulation pump command (cpc) was 46 percentage, flow rate (fr) was 1.8, inlet pressure (ip) was -7.0. No issues during functional testing.